Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023, which is off-label usage of the device. On the same day, it was reported that the patient was asymptomatic. The cgm was reading 50 mg/dl and the blood glucose reading was 300 mg/dl. The patient self-treated with 2 advil. The patient was reportedly ordered by her doctor to visit the hospital. There, she was treated with IV fluids and dopram for an unspecified condition. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.